Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) was consulted and further review was recommended. No adverse patient effects were reported. This device system remains in service.